Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation but a vyaire field service representative(fsr) evaluated the device onsite and cycled the unit 10 times, ran vent for 26 minutes and passed the circuit and verification test. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us is presenting alarm 401 - inspiration valve or device leaky. Furthermore, was no patient involvement associated with this event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation but a vyaire field service representative(fsr) evaluated the device onsite.the root cause was determined due to production fault. This unit had been reworked from moog to micronel vents in production. As patch 16 was put on hold, the software was downgraded to v6.0.1200.0 prior to shipment to the customer. Most likely the blower type change is not saved during production, as patch 12 / 13 was not yet even able to handle moog blower type, it was then undetected until the customers updated to patch >=16.